Event description:
Reportedly, during follow-up, the statistics were not displayed in summary screen while they were displayed in a more detailed screen. This was not observed opening the file saved during this follow-up. The salesmen indicated that the issue is already happened twice, once with a reply dr and once with a (B)(4) 100 dr.

Event description:
Reportedly, during follow-up, the statistics were not displayed in summary screen while they were displayed in a more detailed screen. This was not observed opening the file saved during this follow-up. The salesmen indicated that the issue is already happened twice, once with a reply dr and once with a kora 100 dr.